Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery on(B)(6) 2013 a conical extraction screw(309.530) broke and a t-handle(311.441) twisted. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment not for diagnosis. A review of the device history report was performed and no complaint related issues were found. Placeholder.